Event description:
It was reported that a 65-year-old caucasian female patient underwent a breast augmentation revision with two 300cc mentor smooth round moderate plus profile saline breast prostheses and experienced bilateral ptosis, bilateral implant site calcification, and a deflation on the left side post-operatively, which was diagnosed by a mammogram. As a result, the patient underwent explantation on (B)(6) 2023. This report is for the left side device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis, implant site calcification, and deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 22, 2023, the mentor failure analysis lab has received the device for evaluation. On june 28, 2023, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample revealed that the sm mpps dv 300cc breast implant had a crease/fold on the posterior view. In addition, a tear was noticed within the crease/fold, measuring approximately 0.1 cm. A microscopic examination was performed and instrument damage was not found on the area of the tear. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Calcification and breast imaging calcification of a biomaterial occurs when calcium salts are deposited in the tissue capsule surrounding the implanted device. Calcification occurs in association with a wide variety of implanted prostheses, including breast implants, heart valves, vascular grafts, and soft contact lenses, as well as in the mature breast tissue of women that have not undergone breast surgery. Calcification of the fibrous capsule that may occur following implantation of breast prostheses is generally not of clinical significance, although it may exacerbate symptoms of capsular contracture. Concern has been raised, however; that calcification may interfere with tumor detection because microcalcifications are considered a halfmark of malignant breast disease. Although clinicians have recommended pre- and post-surgical mammograms for augmentation patients to assist in distinguishing post-operative findings from calcification associated with malignancy, benign calcification resulting from surgery is generally considered distinguishable from malignant-type calcification. Further, no published reports have identified that document any actual occurrences of missed or delayed diagnoses attributable to capsular calcification. Calcification is not a phenomenon unique to breast implants. It occurs in 11 to 53 percent of women who underwent breast reduction procedures (abboud et aj. 1995, m&nick et al. 1990, brown et al. 1987). In the breasts of women who have not undergone any breast surgery, the prevalence of benign calcifications increases progressively with age from 8 percent in women 25 to 29 years old up to 86 percent in women 75 to 79 years old (stomper et al. 1996). As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).